Event description:
Pt experienced syncopal episode while standing at sink (in transitional care unit). Monitor/defibrillator, then attached to pt. Monitor revealed v-fib. When hosp staff attempted defibrillation, monitor showed electrical charge, but no discharge of current would occur. Second machine was secured, the pt was successfully defibrillated reestablishing a cardiac rhythm. A short time later the pt did expire. The machine thought to have malfunctioned was sequestered by bio-med dept. Investigation reveals defibrillator in "sync" mode indicating possible operator error.